Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of the watchman access sheath (was). The valve was opened as received and blood was on the device. The valve, hub, sheath, and tip were microscopically and tactile inspected. Inspection revealed a kink in the sheath located 26 cm from the strain relief. Inspection of the inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Functional testing of the valve confirmed the ability to completely close the valve with forward force. Water was injected into the was by attaching a syringe filled with water. There were no leaks or air bubbles observed during water injection. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-01338. It was reported that air was seen in the access system and delivery system. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system was used. After the watchman® laa closure device & delivery system was introduced, they aspirated and kept getting air. They removed the delivery system and were aspirating, but there was still air present. They were unsure of where the air was coming from. The access system was also removed and replaced with another access system. The same delivery system was used to successfully complete the procedure. There were no patient complications and the patient is fine.